Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis (ipp); the pump would compress but not rebound. Upon revision, it was identified that the outer layer of both cylinders' sleeves had peeled away causing a fluid loss; therefore, the entire ipp was removed and replaced with a new one. There were no patient complications reported.